Event description:
It was reported that the patient was experiencing sciatic nerve pain and was unable to get full coverage despite reprogramming. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the medical facility.